Event description:
A us distributor reported that a battery would not power on a monitor and a monitors response buttons were intermittent.

Manufacturer narrative:
Device evaluation of battery pack has been completed. The reported problem (will not power up) was confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. No adverse event resulted from the damaged battery. Device evaluation of monitor has been completed. The reported problem (response buttons intermittent) was confirmed. Upon investigation, the rear response button was not functional. The cause for the failure was caused by the rear response button center/ dome was off center. The root cause of the off center dome cannot be positively identified. No adverse event resulted from the damaged monitor.